Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failed to deflate. Patient code e2114 is being used to capture the reportable event of perforation. Impact code f19 is being used to capture the reportable event of surgical intervention. Impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the balloon did not deflate. The physician used force to try to remove the device from the bile duct. As a result of the struggle, the catheter kinked and the patient was taken to surgery. The physician only had to vacuum the duct and he was able to remove the device easily. In surgery, the physician found a microperforation in the bile duct because bile was noted in the peritoneum. This did not require any suture or additional treatment because it was a very small leak. The patient was noted to have st segment elevation. On (B)(6) 2023, the patient was discharged and fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failed to deflate. Patient code e2114 is being used to capture the reportable event of perforation. Impact code f19 is being used to capture the reportable event of surgical intervention. Impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Block h10: investigation results: the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found that the catheter was returned with mechanical cut, smash in one section and kinked. Media analysis was performed, it was observed that the hoop inside the pouch with the label information. However, the device cannot be observed in the picture. Functional examination was not performed due to the condition of the returned device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter kinked was confirmed. It was found that the catheter was returned with mechanical cut, smash in one section and kinked. E catheter was returned with mechanical cut, smash in one section and kinked. With all the available information, the most probable cause of the reported problem cannot be established. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the balloon did not deflate. The physician used force to try to remove the device from the bile duct. As a result of the struggle, the catheter kinked and the patient was taken to surgery. The physician only had to vacuum the duct and he was able to remove the device easily. In surgery, the physician found a microperforation in the bile duct because bile was noted in the peritoneum. This did not require any suture or additional treatment because it was a very small leak. The patient was noted to have st segment elevation. On (B)(6) 2023, the patient was discharged and fully recovered.